Manufacturer narrative:
Date of event: unknown, not provided. Best estimate (B)(6) 2017 to (B)(6) 2018. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zlb00u0180 intraocular lens (iol) was explanted from the patient's eye due to incorrect power lens. No additional information provided.

Manufacturer narrative:
Per follow-up, patient''s affected eye was left eye (os). It was noted that patient is doing wonderful as there is no patient injury. Lens was replaced with zlb0019 intraocular lens (iol). Product is expected to be returned. (B)(6). Sex/gender: female all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 5/29/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a (B)(6) bag. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.